Event description:
Discordant false positive immulite 2000 toxoplasma igg results were generated on two patient samples. The laboratory repeated the samples on an alternate system and negative results were obtained. The corrected results were obtained from the alternate system. There was no known report of treatment given or withheld based on the discordant toxoplasma igg results.

Event description:
Discordant false positive immulite 2000 toxoplama igg results were generated on two patient samples. The laboratory repeated the samples on an alternate system and negative results were obtained. The corrected results were obtained from the alternate system. There was no known report of treatment given or withheld based on the discordant toxoplasma igg results.

Manufacturer narrative:
A siemens global product support specialist analyzed the immulite 2000 instrument data. Analysis of the instrument data indicates that the cause for the discordant toxoplasma igg result is unknown. The instrument is performing within specifications. No further evaluation of the device is required. Siemens is currently investigating the issue.

Manufacturer narrative:
Siemens filed the initial MDR on (B)(4) 2012. (B)(4) 2012: additional information: siemens has investigated the issue and has determined that the frequency of the false positive patient results reported is within the IFU specificity claim of 99.4% for the immulite systems toxoplasma igg assay. The instrument is performing within specifications. No further evaluation of the device is required.